Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The customer reports that they had a tip detachment during stentgraft for an abdominal evar procedure. When an impress catheter was attempted to be withdrawn from a patient, the operator felt physical resistance, and upon removal, the tip of the catheter broke off, at the leg of the stentgraft, within abdominal aorta. The separation was at the border between the black and purple portions at the tip, and its cross section was found to be smooth. The detached tip was successfully retrieved by endovascular procedure with a snare catheter. No additional adverse event was reported.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.